Event description:
Device 2 of 4 MFR. Reference report#: 1627487-2019-02422; 3006705815-2019-00639; 1627487-2019-02423. Follow up revealed that the patient's incision site has healed over time.

Manufacturer narrative:
The with investigation results will be provided in the final report.

Event description:
Device 2 of 4 reference MFR. Report#: 1627487-2019-02422, 3006705815-2019-00639, 1627487-2019-02423. It was reported that the patient's lead incision site was not healing properly. As a result, the patient's scs system was explanted to address the issue.